Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field, which display device is in factory mode with no therapy available. Telemetry reset was performed to boot core and verified that device fw revision is correct. Then, an attempted crc reset was performed to put device back in primary operation, nonetheless, the device reverts to safetytherapy each time. The device was not able to correct the fault related to the digital hardware issue on digital ic, leading to repeated faults and reset after attempted correction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Additionally, the patient indicated that the device delivered a shock, technical services (ts) discussed that it was possible inappropriate therapy given one zone device, if the patient had any atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Additionally, the patient indicated that the device delivered a shock, technical services (ts) discussed that it was possible inappropriate therapy given one zone device, if the patient had any atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.